Event description:
The material fractured in the area of the rim of the plastic reinforement, the penetration occurred on the right side to the colon and on the left to the small intestine, leading to a severe peritonitis and both a colonic and a small intestine fistula. During the further proceedings thisnet was also explanted, including the treatment of a laparostoma. After two months of intensive therapy, the patient has been transferred to a short term care institution in a condition that requires a high level of care. The colonic fistula and small intestine fistula are still in existence. (In a complaint incident report of 2005 the doctor provided the following additional information: 1. In-patient treatment for several weeks, including explantation and a new hernia. 2. Intensive care for several weeks with hernia. Patient died in the meantime.)